Event description:
A customer reported an error with their continuous glucose monitor (cgm) displaying error 42, specifically with the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided the customer with complete instructions for resetting the pump, and the customer plans to reset the pump and follow up if the issue persists.